Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported in an inpatient facility that a primary infusion of unfractionated heparin out of a 250ml(or 25,000 unit) bag with an intended rate of 10 ml/hr (or 1000units/hr) was ordered on (B)(6) 2020 6:18 pm secondary to acute coronary syndrome. Around 2am on (B)(6) 2020, the charge nurse received a call from the laboratory about unfractionated heparin coming back low on the on the patient despite them being on a continuous heparin infusion. The primary rn went to the room with another rn and realized the pump had been programmed incorrectly at .1ml/hr (or 10units/hr). The pump rate was corrected at 2:44am. The customer later reported that they suspect that a programming error occurred.

Manufacturer narrative:
The customer¿s report of an underinfusion of heparin was confirmed. Analysis of the pcu event log shows pump module s/n (B)(6) was programmed to infuse heparin standard dose 25000unit in 250ml (drugid 228) at 6:17 pm on (B)(6) 2020. The user entered 250ml for the vtbi and then entered 10unit/hr for the dose, which made the rate 0.1ml/hr. The user selected yes to the guardrails warning ¿dose is below guardrails limit of 400unit/hr. Proceed?¿ and the infusion started. The infusion ran at this incorrect rate until 2:19 am on (B)(6) 2020, when the user changed the dose to 1,000unit/hr, making the rate 10ml/hr. At 8:01 am, the device was channeled off and the system was shutdown and powered off. The total volume infused recorded during this period was 56.088ml, however only 0.802ml was delivered between 6:17 pm on (B)(6) 2000 and 2:19 am on (B)(6) 2020 when the device was programmed at the incorrect rate of 0.1ml/hr. The root cause of the reported underinfusion of heparin was due to programming. No device was returned for investigation and the pump module error log was not received for investigation. H3 other text : no devices received, log review only

Event description:
It was reported in an inpatient facility that a primary infusion of unfractionated heparin 25,000 units/250ml bag was ordered on (B)(6), 2020 at 6:18 pm due to . The infusion was intended to run at 10 ml/hr (1,000units/hr). Around 2:00 am on (B)(6) 2020, the charge nurse received a call from the laboratory reporting that the patient's unfractionated heparin level came back low despite of being on continuous heparin infusion. The primary rn went to the room with another rn and realized that the infusion rate had been programmed incorrectly at 0.1ml/hr (10units/hr). The rate was then corrected at 2:44 am. There was no patient harm. The customer later reported, it is their belief that a programming error had occurred.